Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided. This report is being filed on an international product, list number 6r86-32 that has a similar product distributed in the us, list number 6r86-30.

Event description:
The customer reported falsely elevated sars-cov-2 igg results on two patients. The results provided were: an asymptomatic (no diagnosis) (B)(6) year old male first tested on (B)(6) 2020, (B)(6), architect = 4.70s/c / retested = 4.72 (>/=1.4s/c=positive). On (B)(6) 2020 a second sample same patient (B)(6) architect result =4.91s/c (>/=1.4s/c=positive); roche igg/igm eclia = 0.069 (>1.0=positive); pcr = negative. An asymptomatic (no diagnosis) (B)(6) year old male first tested on (B)(6) architect = 2.35s/c / 2.39 (>/=1.4s/c=positive). On (B)(6) 2020 second sample same patient (B)(6) architect = 2.39s/c (>/=1.4s/c=positive); roche igg/igm eclia = 0.110 (>1.0 = positive); pcr = negative. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false positive results included a search for similar complaints, review of complaint text, trending data, labeling, scientific literature, and device history records. Return testing was not completed as returns were not available to date. Performance testing using a retained kit of lot 16263fn00 indicates that the lot is performing acceptably. Device history records review of lot 16263fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation no systemic issue or deficiency was identified for the architect sars-cov-2 igg reagent, lot 16263fn00.

Manufacturer narrative:
The complaint investigation for false positive results included a search for similar complaints, review of complaint text, trending data, labeling, scientific literature and device history records. Per the complaint text, sids (B)(6) were drawn from the (B)(6) patient with positive results obtained. The customer returned an aliquot for testing sid (B)(6). Sids (B)(6) were drawn from the (B)(6) patient with positive results obtained. The customer returned an aliquot for testing sid (B)(6). In house testing of the returned patient samples (tube ID's (B)(6)) gave positive results which aligned with the results obtained by the customer. Additional testing using in process development assays for igg and igm was performed on the patient samples with negative results obtained for both tests for each sample. The assays used for the additional testing are still in development. Due to limited sample volume, the neutralizing nc-cbt ag test could not be performed on the samples and therefore the additional testing results are inconclusive. Further information was provided that the samples were sent to another facility for testing on the elisa method with negative results returned. Performance testing using a retained kit of lot 16263fn00 indicates that the lot is performing acceptably. Device history records review on lot 16263fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue. Based on the investigation no systemic issue or deficiency was identified for the architect sars-cov-2 igg reagent, lot 16263fn00.